Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the surgeon performed a total hip replacement (left) and open reduction plus internal fixation of periprosthetic fracture of the proximal femur on a patient. Reportedly the patient was implanted with a wide straight lcp plate, four 1.7 mm cables and four 4.5mm lcp positioning pins. The procedure was completed without complications reported. The following day, while reviewing the implants and instruments used during the surgery, it was noted that the cable system used was titanium. Subsequently, this generated a mixture of materials, steel and titanium during the surgery. No further information was provided. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4) manufactured the 1.7mm cocr cable w/ ti crimp 750mm, part 611.105.01, and lot number p096335. The supplier¿s certificate of compliance, dated june 30, 2011, indicates the parts were manufactured to part 611.105.01 met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. There were no non conformities or complaint related issues with this complaint.